Event description:
It was reported that the collected blood is clotting in the drain before getting to the y connector. None of the collected blood was able to be re-infused. The pt did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was discarded at the account. The device history record and the non-conformance reports were reviewed for incidents related to the above condition within a 2 week period (+/-) from the lot mfg date. No related non-conformances or deviations were found that could contribute to the failure addressed in this complaint. No process or design changes were found.